Event description:
Sepsis in march 2005 from a physician regarding a patient who underwent a laparoscopic sigmoid surgery to correct a sigmoid obstruction on an unknown date. The patient experienced abdominal pain and underwent a second and third surgery. The patient received seprafilm during either the second of third surgery. Subsequent to the third surgery, the patient developed sepsis. No further information was provided. No sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review.